Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and one relevant finding was identified. A non-conformance was identified for a potential extension line broken involving batch 34c21f0184. Without the sample received, it cannot be determined if the failure mode of this complaint is the same as the non-conformance identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported there was "leakage" in the proximal lumen hub of the catheter prior to patient use.

Event description:
It was reported there was "leakage" in the proximal lumen hub of the catheter prior to patient use.

Manufacturer narrative:
(B)(4).